Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Investigation: investigation summary: bd did not receive samples and/or photos from the customer facility for investigation. A review of the device history record was not possible as the incident lot number was not available for review. Investigation conclusion: based on the investigation, a root cause could not be determined. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd pas business team regularly reviews the collected data for identification of emerging trends. (B)(4).

Event description:
It was reported that urine leaked from a bd vacutainer¿ urinalysis tube round bottom with bd hemogard closure plastic when secondary cap was pushed on during use. No injury or medical intervention.